Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx 98 months ago. The vessel and aneurysms morphology at the time of implant is unk. Currently the vessel morphology was reported as the aortic neck is 30 mm in diameter at the lowest renal artery, 15 mm to 35 mm below the renal arteries the aortic neck is 32 mm in diameter, there is disease progression resulting in aortic neck dilation. There is mild calcification and moderate tortuosity in the iliac limbs. The stent grafts were implanted without issues. It was reported that a recent routine f/u CT demonstrated that the stent graft has migrated distally 35 mm with a proximal type I endoleak present. The pt was treated with a 36 x 36 x 49 endurant aortic cuff. The final angiogram revealed that the migration and the proximal type I endoleak were resolved. No add'l clinical sequelae reported and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (migration, endoleak), (disease progression with aortic neck dilatation).